Event description:
Physician reported left side capsular contracture, baker grade iii-IV. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, h.6.

Event description:
Physician reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV. Visual analysis of the photographs identified: -capsular contracture: observed like appears biological tissue next to device but, it is a medical event not related to the device. The photos are black and white, it¿s difficult see the devices it is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.